Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized with diabetes ketoacidosis. Date of hospitalization was (B)(6) 2012. Blood glucose at the time of admission was around 500 mg/dl. It was found the customer also had large keytones in addition to his high blood glucose. No additional information provided.